Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the system was shallow enough for the physician to fear it wearing through the skin. It was reported the system was superficial. The rep palpated the area and made a judgement call. The whole system was explanted and issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the cause was not determined. Rep clarified that the physician was the one who palpated the patient and made a judgement call.